Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges that the balloon lost air during the pre-check. No patient injury reported.

Manufacturer narrative:
(B)(4) catalog # corrected to 116100390. A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. The sample was returned for evaluation. A visual exam was performed and no obvious defects were observed. The bronchial (clear) cuff was inflated to 25mbar with a calibrated endo test meter. The pressure of the cuff dropped rapidly during inflation. There were no issues with the tracheal (blue) cuff. It could be inflated normally and the pressure remained stable. No leakage was observed. The device was then immersed in water with the cuffs inflated. Air bubbles were observed coming from the clear cuff. The leakage point was identified and examined under 20x magnification. A cut mark was detected on the clear cuff at the point of leakage. Simulation testing was performed on current production to investigate the root cause of the cut mark. It was determined that the cut mark resembled the same of that made by scissors. Other remarks: based on the investigation performed, the reported complaint of cuff leak was not confirmed. Simulation testing showed the cut on the cuff was the same type of cut mark as that made by scissors. In addition, 100% leak testing is performed at the manufacturing facility; therefore, a defect of this type would be detected prior to release. It is possible that the defect was due to improper handling by the end user during preparation, although this could not be confirmed.

Event description:
The customer alleges that the balloon lost air during the pre-check. No patient injury reported.